Event description:
It was reported that the pacing lead was implanted without difficulty, however, became dislodged shortly thereafter. A lead revision was attempted, but the physician was unable to advance the lead. The pacing lead was explanted and a fixation lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Product ID: dtbb1d4, cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013. Product ID: 43203, competitor implantable pacing lead, implanted: (B)(6) 1996. (B)(4).